Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that the "fmd in the ica" referred to fibromuscular dysplasia in the internal carotid artery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding a pipeline that failed to open in the proximal end. The patient was undergoing surgery for treatment of a fusiform aneurysm in the right posterior communicating artery and distal internal carotid artery with a max diameter of 15 mm and 5-7 mm neck diameter. The landing zone was 4.5 mm distally and 4.0 mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered the pru level is unknown. Angiographic result post procedure showed stasis in the aneurysm. The patient was overweight and a smoker. It was reported that the patient had severe tortuous ica and fmd in the ica. Device was implanted inside a previous pipeline shield device that was implanted a couple weeks ago. Imaging visibility was poor. Thrombus was present in the device mis procedure. This also happened in the prior case. The device was slightly narrow distally but opened nicely over aneurysm neck and then proximally the device looked open initially but visibility wasn't optimal. When advancing the wire to get back through the device wasn't achievable it was noticed the proximal end of the shield device wasn't fully opened. It was reported the proximal end failed to open. The pipeline was positioned in a bend proximally and distally. The pipeline had been deployed more than 50% when it failed to open. The pipeline was resheathed less than or equal to two times. There was a wire/catheter required to open the pipeline. The pipeline was not removed from the patient. Full wall apposition was not achieved. Ballooning was not required for tapering or to ensure wall apposition. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include a  6f cook shuttle 80 cm sheath, phenom plus guide catheter, phenom 27 150 cm microcatheter, 0.014 synchro and 0.024 aristotle guidewire, and stryker 3x7 balloon.